Manufacturer narrative:
The customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. It was recommended to replaced the flow sensors. The customer biomedical engineer replaced the flow sensors which resolved the reported issue. No patient information available after three attempts. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported that the unit would not ventilate in pressure control mode. There was no report of patient injury.